Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the parameters are changing on their own during a vitrectomy surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). The system was examined and the reported event was replicated. The valve assembly was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on january 17, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming valve assembly. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).